Manufacturer narrative:
H6. Investigation summary: bd did not receive returned samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated functionally by draw-testing, and all samples drew within specifications. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint was unable to be confirmed for indicated failure mode of tube push-off. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes occasionally tube pops out and there is no negative pressure. The following information was provided by the initial reporter: the window for collecting patients' blood in the laboratory department is routinely operated to collect patients' blood, and when this blood collection tube is used, occasionally the blood collection tube pops out and the negative pressure disappears, resulting in the loss of patients' blood, and after replacing the blood collection tube, the collection of blood can usually be completed successfully.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes occasionally tube pops out and there is no negative pressure. The following information was provided by the initial reporter: the window for collecting patients' blood in the laboratory department is routinely operated to collect patients' blood, and when this blood collection tube is used, occasionally the blood collection tube pops out and the negative pressure disappears, resulting in the loss of patients' blood, and after replacing the blood collection tube, the collection of blood can usually be completed successfully.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.